Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the user was unable to deliver shock when the buttons at paddle are pushed. There was no patient involvement.